Event description:
It was reported that the pump had been alarming downstream occlusion. Troubleshooting was unsuccessful and the patient was redirected to the clinic. No patient harm/adverse event was reported. The reservoir volume had been 99.1 ml.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.